Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Customer's blood glucose was in 360-high mg/dl range. Elevated blood glucose was address with manual injection. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H6: remove 2995, 61 add 1383, 1503, 67.

Manufacturer narrative:
Root cause: use error/training. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer's blood glucose was in 360-high mg/dl range. Elevated blood glucose was address with manual injection. Customer continued to use the pump for insulin therapy.